Event description:
Noted tpn leaking at the drip chamber during infusion. Carefusion tubing model 10942011. This is the third event recorded at our hospital. Eight days prior to this event, carefusion reported back on events on model 11612593 from last year "that the root cause of their investigation was insufficient bonding solvent applied during the manufacturing and this has been escalated according to our quality process." Manufacturer response for alaris IV tubing set, alaris pump module set roller clamp (per site reporter): provided shipping label and a letter of acknowledgement with an assigned case of (B)(4).